Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding in menstrual cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blood loss anaemia ("anemia due to blood loss") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy, abdominal, total, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, blood loss anaemia and uterine leiomyoma outcome was unknown. The reporter considered blood loss anaemia, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure deployed. 2-6 coils seen respectively quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding in menstrual cycle') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and blood loss anaemia ("anemia due to blood loss") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (hysterectomy, abdominal, total, bilateral salpingectomy, right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, blood loss anaemia and uterine leiomyoma outcome was unknown. The reporter considered blood loss anaemia, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: essure deployed. 2-6 coils seen respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.